Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle was outside the sheath and cannot be retracted from the handle. The issue occurred during therapeutic endoscopic ultrasound procedure that was completed with a similar device. There were no reports of patient harm.